Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument could not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have a misaligned roll gear, resulting in an engagement failure and preventing the instrument from entering into following. Additional observation not reported by site: the tooth on the roll gear was found to be misaligned with respect to the idler gear. As a result, the main tube rotation was restricted. The root cause of this failure was whether partial or full, may be attributed to mechanical impact and/or wear. External impacts and wear can cause misalignment. The instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on all three attempts, preventing the instrument from entering into following. The error logs for the system installs displayed error code 22020, with parameters indicating that the roll axis failed to engage. The root cause of this failure is attributed to the secondary finding of advance instruments roll gear misalignment. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.